Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated successfully in clinic, but a remote transmission was received the day before. Possible electromagnetic interference as the origin for the interrogation difficulties was discussed and options for troubleshooting were discussed in order to reduce sources of electromagnetic interference. The crt-d remains in service at this time. No adverse patient effects were reported.